Event description:
It was reported that the patient had ongoing driveline (dl) faults, though was not actively experiencing them at the time the patient was seen. This patient had a known short to shield and previous dl faults. Log files were submitted for evaluation to assess progression of dl fault. Log files showed that the driveline fault events were still intermittently active. There were 199 captured during this history, (B)(6) 2024 5:49 - (B)(6) 2024 11:05. Motor function was not affected by these events. Previous driveline faults are reported under MFR# 2916596-2024-02072.

Manufacturer narrative:
D4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. H6: medical device problem code, updated. Manufacturer¿s investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms; however, a direct cause for these findings could not be conclusively determined through this evaluation. The submitted log files captured multiple driveline fault alarms. Additionally, low flow alarms were captured but were reported to be related to anesthesia during the patient's orthopedic surgery. These alarms had no impact on pump function, and the log files appeared to show the system operating as intended at the fixed speed. Per additional information, there was no plan for intervention as the patient is listed as do not resuscitate/do not intubate. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii lvas instructions for use (IFU) lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. The relevant sections of the device history records for (B)(6), the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The low flows were reportedly related to the anesthesia during the orthopedic surgery. There was no plan for intervention as the patient is do-not-resuscitate/ do-not-intubate.

Manufacturer narrative:
B5: additional information no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Log files were sent on 30oct2024 for review to make sure there were no pump off events or unusual activity. It was noted that the patient was in the clinic but was a poor historian due to dementia. They had been living in a nursing home. No pump stops or speed drops below the low-speed limit (lsl) were seen. The log file continued to capture dl faults. There was no other unusual activity to report.